Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed in to both the station and the server. From the station, the last communication was current. From the server, the last download, last upload, and last heartbeat were verified as current. No errors were observed from the station, and the inventory report was run successfully. The customer was informed of the case updates and spoken with directly. The customer was advised to monitor the device and to raise a new case if the issue reoccurs in the future. The case was proceeded to completion. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user had requested assistance to resync the pdcsouth pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.